Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via social media that he received 3 motor error alarms in the last 4 hours. Customer stated that the down arrow button does not work and the light stays on constantly. Customer was on vacation and stated that he had button error issues. It was reported that the customer received a replacement pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery also; moisture damage was noted on the electronics assembly, motor, vibrator motor or battery tube assembly. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. All of the buttons functioned properly, no damage in the keypad assembly noted; the connector on lcd board was inspected and properly connected. The insulin pump has received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.